Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 477 mg/dl with large ketones considered life threatening; cause was unknown. Reportedly, the healthcare provider identified ketone level as life threatening. Bg was addressed via a correction bolus and a bolus and a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.